Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of inflation issues. The observed fatigue damage was determined the most probable cause of the reported events. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis was thoroughly analyzed. The cylinder pre-connect and reservoir were visually and microscopically inspected, and leak tested. Both cylinders exhibited wear at folds in the cylinder bodies. Holes were present in the outer tube that were consistent with explant damage; leaks were present. The returned pump passed all tests performed. Examination of the reservoir identified folds in the reservoir shell with a leak at the corner of a fold near the reservoir shell junction; a hole was present. The reservoir kink resistant tubing (krt) was also noted to be worn to the filament as a result of wear against the reservoir. The identified fluid leak in the reservoir shell could affect the functionality of the device. Product analysis confirmed a non-conformance with the returned reservoir. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The IFU lists device has a fluid leak leading to limited device function as a potential adverse event associated with implant of this device. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues. It was determined that the pump was high-riding. The cylinders inflate despite of the inflation issues and malposition of the pump. All the components were removed and replaced with a new ipp system. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues. It was determined that the pump was high-riding. The cylinders inflate despite of the inflation issues and malposition of the pump. All the components were removed and replaced with a new ipp system. There were no patient complications.